Event description:
Account alleged that the trendelenburg function is not working. No patient in the bed, no injury reported. After troubleshooting with a hill-rom tech, it was determined that the drive was jammed and the head limit switch was defective.